Event description:
It was reported that during a lap cholecystectomy, the clip applier does not squeeze the clips strong enough, so the clips fall off. The event had no consequences to the patient. One device returning.